Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that patient had hyperglycemia and the insulin pump had critical pump error after replacing with a new battery. Customer reported that they received open book image on the insulin pump screen. Customer reported they had high blood glucose value of 446 mg/dl. Patient treated themselves with manual injection for her high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.